Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 35 mm watchman flx pro closure device was implanted. There were no complications noted during the procedure, and no effusion was observed during or after completion of the procedure. Approximately two (2) hours post procedure it was noted that the patient had developed a pericardial effusion. Pericardiocentesis was completed to treat the effusion. The patient remained in the hospital. There were no further complications reported and the patient was discharged.